Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 08/11/2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the abdomen. The day of the event the patient´s wife called an ambulance when she noticed inaccurate readings when the patient was sleeping. No specific symptoms nor readings were reported, as the wife did not remember these. At the time the ambulance arrived a fingerstick was done and the cgm reading was high, and the blood glucose reading was 27 mg/dl. The patient was treated with intravenous sugar water. It is not stated that anymore treatment was given after, and it was not needed for the patient to go to the hospital. At the time of the report the patient had stabilized and was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.